Event description:
(B)(4).

Manufacturer narrative:
The customer reported the hl20 pump showed error message: "safety-s". No patient was involved. A getinge field service technician (fst) was onsite and investigated the unit in question on 2021-06-01. The reported failure "safety-s" could not be confirmed by the fst. The pump was tested and the device worked to factory specifications. The device was put back in use. However this reported error message could be linked to the following root cause: an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment (risk ID: h1.1.1.2.7) this event can be contributed to: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Device was manufactured in 2005-04-29. The review of the non-conformities during the period of 2005-04-29 to 2021-06-04 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on theses investigation results the reported failure "safety-s" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information were requested but not received yet. A follow up medwatch will be submitted when new information becomes available.

Event description:
It was reported that the hl20 roller pump module displayed error message: "safety-s". No patient involved. Complaint reference number: (B)(4).